Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right atrial (ra) lead had dislodged. The ra lead also exhibited variable, high thresholds, no capture, a possible oversensing beat and a failed position check. The ra lead was reprogrammed off. No further patient complications have been reported as a result of this event.